Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted to the walk-in department at 10:29 on (B)(6) 2024, with the condition of "right ureteral stent placement". Patient complained of pain in the waist and abdomen, soft abdominal muscles, spontaneous urination once, and yellow urine. Patient was asked to rest in bed, and blood samples were taken for examination. They were given relevant examinations, and preoperative education on changing clothes, skin preparation, diet, etc. Was completed and scheduled for elective surgery. The patient entered the operating room at 08:55 on (B)(6) 2024, and underwent transurethral right ureteral stent removal under inhalation general anesthesia. During the operation, a 14 french foley catheter was left in place, and the balloon was filled with water for 15 ml, urinated once during the operation and returned to the ward at 11:55. When the ward nurse handed over the patient to the anesthesia nurse, nurse found that the patient's catheter had fallen out and there was bleeding in the urethra. After checking for a ruptured catheter balloon, they immediately reported to the doctor on duty. The doctor ordered to continue observing the changes in the patient's condition and not to perform indwelling catheterization again for the time being. The patient's urination situation was observed for symptoms such as urgency, pain, hematuria, and frequent urination. A cystoscopy was performed when necessary and timely treatment was given. By 16:50, the patient urinated twice with light red color. Bloody fluid was seen overflowing from the urethra before and after urination. It was unknown what medical intervention was provided.

Event description:
It was reported that the patient was admitted to the walk-in department at 10:29 on (B)(6) 2024, with the condition of "right ureteral stent placement". Patient complained of pain in the waist and abdomen, soft abdominal muscles, spontaneous urination once, and yellow urine. Patient was asked to rest in bed, and blood samples were taken for examination. They were given relevant examinations, and preoperative education on changing clothes, skin preparation, diet, etc. Was completed and scheduled for elective surgery. The patient entered the operating room at 08:55 on (B)(6) 2024 and underwent transurethral right ureteral stent removal under inhalation general anesthesia. During the operation, a 14 french foley catheter was left in place, and the balloon was filled with water for 15 ml, urinated once during the operation and returned to the ward at 11:55. When the ward nurse handed over the patient to the anesthesia nurse, nurse found that the patient's catheter had fallen out and there was bleeding in the urethra. After checking for a ruptured catheter balloon, they immediately reported to the doctor on duty. The doctor ordered to continue observing the changes in the patient's condition and not to perform indwelling catheterization again for the time being. The patient's urination situation was observed for symptoms such as urgency, pain, hematuria, and frequent urination. A cystoscopy was performed when necessary and timely treatment was given. By 16:50, the patient urinated twice with light red color. Bloody fluid was seen overflowing from the urethra before and after urination. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review could not be performed since no product catalog number and the lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.